Event description:
The customer reported that the unit went ventilator inoperative with error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed. Reportedly, customer reported that the screen went blank and the unit shut down. The customer reported there was no patient involvement.